Manufacturer narrative:
The actual date of death was not provided. This date is based off the date that the information was received by the manufacturer. Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
From FDA medwatch (B)(4): it was reported that the device killed the reporter¿s mother. A supplemental report will be submitted if additional information is received.